Event description:
Pt has a device recall lead in ventricle. Noted on routine transtelephonic monitoring, to have intermittent over sensing of the ventricle with failure to pace, 5/21/96. Also noted in office 5/21/96, there is also a decrease sensitivity of the left atrial lead. On 5/23/96 had vetricular lead (electrode) and pulse generator replaced, procedure took place in the cath. Lab.